Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer initially reported problems with the total bilirubin qc on an architect analyzer and then further reported that they had issues with result for a pediatric patient when changing to a new reagent lot and provided the following data: customer normal range for total bilirubin was 0.2 to 1.2 mg/ml and for direct bilirubin was 0.1 to 0.3 mg/ml. The initial result generated from the new lot was 16. The sample was repeated after the assay was recalibrated with a new calibrator and generated a result of 11. The customer reported that the analyzer that was routinely used generated a total bili of 12 and direct bili of 0.4 and the emergent analyzer generated a total bili of 9.07 and direct bili of 0.32. It was further reported that during a performance test the calibrator required to be reconfigured. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for the total bilirubin quality control results shift low after changing to new bilirubin calibrator, lot number 97447fd01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that there is not an increase in complaint activity for the complaint lot. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified. Corrected information in section: g1-contact office first name. G1-contact office last name. G1-contact office address 1. G1-contact office city. G1-contact office zip code. G1-contact office country. G1-contact office phone number. G1-contact office email. G1-contact office fax number.

Event description:
The customer initially reported problems with the total bilirubin qc on an architect analyzer and then further reported that they had issues with result for a pediatric patient when changing to a new reagent lot and provided the following data: customer normal range for total bilirubin was 0.2 to 1.2 mg/ml and for direct bilirubin was 0.1 to 0.3 mg/ml. The initial result generated from the new lot was 16. The sample was repeated after the assay was recalibrated with a new calibrator and generated a result of 11. The customer reported that the analyzer that was routinely used generated a total bili of 12 and direct bili of 0.4 and the emergent analyzer generated a total bili of 9.07 and direct bili of 0.32. It was further reported that during a performance test the calibrator required to be reconfigured. There was no reported impact to patient management.